Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was reading ¿low¿. The patient checked the bg with a meter and it was 400 mg/dl. The patient reported she was in diabetic ketoacidosis (dka). Her friend took her to the hospital. At the hospital, a bg was not taken and the patient was treated with insulin, IV fluids and unspecified diabetes medication. The patient was discharged on (B)(6) 2025. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.